Manufacturer narrative:
Batch review performed on 30 august 2019. Lot 1821436: (B)(4) items manufactured and released on 16-nov-2018. Expiration date: 01-11-2023. No anomalies found related to the problem. To date, 1 items of the same lot have been already sold without any similar reported event.

Event description:
Spinal fixation performed at t4-t8. The surgeon had a plan to set 3 connectors. The surgeon was not able to set the must straight cross connector at t4-t5 because both hooks of the must straight cross connector contacted to the facet joint. Other 2 connectors were used for other intervertebral level. They contacted to the facet joint too, but the surgeon was able to set the must straight cross connector. 10 minutes of delay reported. Total surgery time about 4 hours.